Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that cleviprex infused faster than intended. There was patient involvement but no harm. Bd received additional information. It was reported that "the patient was a 50-year-old female and that the cleviprex was running out faster than it was supposed to on the pump." Per customer, the pump was checked by two nurses, one of them being the house supervisor, to make sure it was programmed correctly. They replaced the pump and double checked the programming again and continued to have the same problem.

Manufacturer narrative:
Correction : annex b : b21, annex c : c21, annex d : d16. Additional information: device eval by manufacturer? Manufacturer narrative annex a : a25, annex g : g07001, annex b : b01, b14, annex c : c19, annex d : d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of cleviprex, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspects pump modules. The devices were found to be delivering fluid within specification with no signs of unregulated flow being observed. Occluder spring tests were performed on the suspects pump modules, but no signs of excessive bubbles or continuous stream was observed. The suspect pump module (s/n: (B)(6)), suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 10jan2025; no time reported. The customer reported an over infusion of cleviprex. The customer states that after observing the pump module (s/n (B)(6)) infused more "faster", replaced it with the pump module (s/n (B)(6)) and verified the infusion programming on the day (B)(6) 2025. The list below shows the last infusions and activity on (B)(6) 2025. At 1:43 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was programmed for a primary infusion of cleviprex. Dose = 0.5; drug amount=25 mg; diluent volume= 50 ml; rate = 4 ml/h and vtbi = 50 ml; infusion lasted three (3) hours and 12.366 ml is infused. At 4:49 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was reprogrammed infusion. Dose = 0.5; drug amount=25 mg; diluent volume= 50 ml; rate = 8 ml/h and vtbi = 37.64 ml; infusion lasted thirty-five (35) minutes and 4.622 ml is infused. At 5:24 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was reprogrammed infusion. Dose = 0.5, drug amount=25 mg; diluent volume= 50 ml; rate = 12 ml/h and vtbi = 33.014 ml; infusion lasted two (2) hours. At 7:01 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was reprogrammed infusion. Dose = 0.5; drug amount=25 mg; diluent volume= 50 ml; rate = 16 ml/h and vtbi = 50 ml; infusion lasted two (2) hours and 51.73 ml is infused. Then at 9:03 pm was paused a register pvi of 1048.36 ml. At 9:05 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was programmed for a primary infusion of ceftriaxone. Dose = 0.02; drug amount=1 mg; diluent volume= 50 ml; rate = 100 ml/h and vtbi = 50 ml; infusion lasted thirty (30) minutes and 45.331 ml is infused. At 9:47 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was programmed infusion. Dose = 0.5; drug amount=25 mg; diluent volume= 50 ml; rate = 16 ml/h and vtbi = 17.591 ml; infusion lasted an hour and 22.19 ml is infused. At 11:11 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was programmed infusion. Dose = 0.5; drug amount= 25 mg; diluent volume= 50 ml; rate = 16 ml/h and vtbi = 50 ml; infusion lasted an hour and twenty minutes, and 15.23 ml is infused. At 12:27 pm on (B)(6) 2025 suspect pump module (s/n: (B)(6)) was programmed infusion. Dose = 0.5; drug amount=25 mg; diluent volume= 50 ml; rate = 8 ml/h and vtbi = 32.9 ml; infusion lasted an hour and 14.42 ml is infused. Later at 2:15 am suspect pump module (s/n: (B)(6)) was removed with tvi = 1100.2 ml and suspect pump module (s/n: (B)(6)) was removed with tvi = 89.283 ml; then power off the concomitant pcu. The suspect pump module (s/n: (B)(6)) has bezel assembly date code was noted as october 2023 (not recall affected), making the bezel one (1) years old. The suspect pump module (s/n: (B)(6)) has bezel assembly date code was noted as october 2023 (not recall affected), making the bezel one (1) years old. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)) mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of cleviprex was not confirmed during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that cleviprex infused faster than intended. There was patient involvement but no harm. Bd received additional information. It was reported that "the patient was a 50-year-old female and that the cleviprex was running out faster than it was supposed to on the pump." Per customer, the pump was checked by two nurses, one of them being the house supervisor, to make sure it was programmed correctly. They replaced the pump and double checked the programming again and continued to have the same problem.